Event description:
It was reported that the ipg had reached life. Programmer displayed end of life (eol) message. It was noted that the patient used higher program settings. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.